Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-01515 & 3002806535-2016-00226). Product location unknown.

Event description:
Patient underwent a left hip revision procedure approximately six months post-implantation due to multiple dislocations after a fall. The head and liner were removed and replaced. The surgeon stated the patient was non-compliant and had addiction issues.